Manufacturer narrative:
The amyl2 reagent lot number was 837973 with an expiration date of 31-oct-2025. The customer performed a probe wash and air purge. The field application specialist (fas) performed repeatability testing, and the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for amylase eps ver.2 (amyl2) on a cobas c 303 analytical unit. The initial result was 1300 iu/l. The repeat result was 800 iu/l. The sample was repeated on a different c 303 analyzer, and the result was 800 iu/l.

Manufacturer narrative:
The roche service representative (rsr) checked the instrument and did not identify any issues. The rsr performed proactive cleaning and an air purge of the sample probe. Qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.